Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a low, out of range shock impedance measurement. The local boston scientific field representative indicated that the patient was seen in clinic for trouble shooting. There was one low impedance reading; all others were in the range of 43-49 ohms. No other lead issues were identified. The lead will be addressed when the patient undergoes a device change out procedure. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.